Event description:
The hcp reported the pt had the pump removed in 12/2002 due to a "horrible infection." The pt was reimplanted in 2003 with a new device system. A follow up report will be sent when additional info is received.